Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with "kidney leaking bacteria." On (B)(6) 2011, the patient experienced peritonitis. The patient was treated with vancomycin, cefepime, and bactrim . The cause of peritonitis was unknown. On (B)(6) 2011, the patient experienced peritonitis again. Treatment was unknown. The patient was recovering from peritonitis and the outcome of "kidney leaking bacteria" was not reported. On (B)(6) 2012, the patient was discharged. Dianeal therapies were ongoing. The nurse stated the peritonitis with culture positive for stenotrophomonas maltophilia was not related to dianeal therapies and did not comment on the "kidney leaking bacteria" as reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h09f09090. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.